Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into abdomen on (B)(6) 2016. Patient's father reported that the patient felt a burning sensation and had irritation after the sensor was applied. Once the sensor was removed, redness and bumps were noticed. Sensor was removed the same day it was inserted. Reaction was located on the abdomen where the tape was placed for the sensor pod. On (B)(6) 2016, the patient saw a doctor and was recommended the use of cavilon as a skin barrier. The affected area was treated with over-the-counter ointment. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was returned for investigation. The reported event of skin reaction was not confirmed. A root cause could not be determined.